Event description:
Discordant, falsely low total ige results were obtained on two patient samples on an immulite 2000xpi instrument one day apart. The immulite 2000xpi instrument produced an error message meaning "sample carousel has jammed." An error message meaning, "the robot arm is jammed; please remove the tube from the gripper" was also produced by the versacell sample management system, which was connected to the immulite 2000xpi instrument and responsible for transferring sample tubes to the instrument's automation rack. The sample tubes were dropped by the versacell instead of being placed on the immulite 2000xpi automation rack. Low results for total ige were produced for both patient samples, although they had not been sampled by the instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and resulted higher. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low total ige results.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the instances of incorrect results being generated on an immulite 2000/immulite 2000xpi analyzer connected to a versacell sample management system. Several conditions must all occur for incorrect results to be reported. The sequence of events begins with a sample tube being dropped by the versacell system while transferring the tube to an immulite 2000/immulite 2000xpi automation rack, resulting in the immulite 2000/immulite 2000 xpi analyzer level sensing in the empty position, leading to aspiration of air instead of sample. Urgent medical device correction (umdc) 2014-02-03 "immulite 2000/2000xpi/versacell: level sensing associated with dropped sample tubes" was sent to customers in the u.s in february 2014. Urgent field safety notice (ufsn) 2003 "immulite 2000/2000xpi/versacell: level sensing associated with dropped sample tubes" was sent to customers outside the us in february 2014. The umdc/ufsn describes the sequence of events that must occur for incorrect results to be reported and lists the actions to be taken by the customer to prevent reporting of incorrect results.